Manufacturer narrative:
This report will be amended when our investigation is complete. Received, not yet evaluated.

Event description:
It was reported that patient underwent an orif procedure on an unknown date. Subsequently, the plate was removed due to patient pain on an unknown date. The fracture had healed, so nothing was implanted. Upon removal of the plate, there was a black substance on the plate.

Manufacturer narrative:
The device history records for the distal lateral fibular plate right 4 holes 80 mm length were reviewed for deviations and/ or anomalies with no deviations or anomalies identified. The device history records for the locking screw were reviewed for deviations and/ or anomalies with no deviations or anomalies identified. Dimensions taken are within spec. Returned screw and corresponding hole on plate exhibit corrosion. This device is used for treatment. Initial product history search conducted on october 12, 2016 revealed no additional complaints against the related part and lot combinations. Eds semi-quantitative elemental analysis of the corroded areas on the plate and screw sample revealed the following foreign elements: plate - o, c, p, and ca screw - o, c, and p. Eds spectra of the good areas on the plate and screw samples showed that they were consistent with (B)(4) respectively. A definitive root cause for the corrosion on the implants cannot be determined.